Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv leaked and separated. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20063053. It was reported that as rn was priming tubing with normal saline, IV tubing began to leak where drip chamber connects to tubing and fully disconnected. Event description per email states: fluid began pouring out of the line where the drip chamber connects to the tubing, the drip chamber fully disconnected from the tubing. "As rn was priming a the primary line with saline, fluid began pouring out of the line where the drip chamber connects to the tubing. When rn took the tubing in her hand to see why it was leaking, the drip chamber fully disconnected from the tubing.   From product feedback: as rn was priming tubing with normal saline, IV tubing began to leak where drip chamber connects to tubing. Drip chamber and tubing then fully disconnected."

Event description:
It was reported that as lvp 20d dehp 2ss cv leaked and separated. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20063053. It was reported that as rn was priming tubing with normal saline, IV tubing began to leak where drip chamber connects to tubing and fully disconnected. Event description per email states: fluid began pouring out of the line where the drip chamber connects to the tubing, the drip chamber fully disconnected from the tubing. "As rn was priming a the primary line with saline, fluid began pouring out of the line where the drip chamber connects to the tubing. When rn took the tubing in her hand to see why it was leaking, the drip chamber fully disconnected from the tubing.   From product feedback: as rn was priming tubing with normal saline, IV tubing began to leak where drip chamber connects to tubing. Drip chamber and tubing then fully disconnected."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: (B)(6) 2020. Investigation summary one sample was received for quality investigation. The customer complaint that the drip chamber (B)(4), separated from the tubing (B)(4), was verified by visual inspection. The sample was received with the drip chamber already separated from the infusion set tubing. A device history record review for model 2420-0500, lot number 20063053, was performed. The search showed that a total of (B)(4), on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Microscopic imaging of the tubing shows that there is little evidence of solvent and that the tubing may not have been connected to the drip chamber enough to create a secure fitment. No further defects or damages were observed. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.